Event description:
I had the essure procedure done in (B)(6) 2011. Since then I have experienced severe abdominal and pelvic pain, severe headaches at least five days a week, there is always a metallic taste in my mouth, I am always tired, my weight fluctuates and I have very heavy and irregular periods. Intercourse is pretty much non existent because of the pain. After being able to walk 3 miles a day, prior to the surgery, I can not even finish 2 miles, if I sit longer than 30 mins or try to nap, I get up feeling as if I'm in pain. I am only (B)(6) and life was such a joy before this procedure. I take multivitamins daily to try and help me feel better.